Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the right middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician used a 3maxc to advance a penumbra system 5max reperfusion catheter (5maxc) into the target vessel. It was reported that the passage was difficult due to vessel elongations in the level of the internal carotid artery (ica) siphon. While attempting to retract the 3maxc, resistance was encountered and the distal end of the 3maxc broke off. Therefore, the physician used a microsnare device to successfully remove the detached tip. The procedure was completed using a new 3maxc, a non-penumbra catheter and stent retriever device. It should be noted that the physician chose not to use the 5maxc in the procedure, and there was no noted damage to the 5maxc after removal. Additionally, there was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.